Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hanaulux 3004. It was stated the rear cover come off and the dust cover was missing. It was established the arms probably hit each other and parts fell out. There was no damage to the claws of the cover that come off, so the cover was reinstalled by technicians. We received the photographic evidence with dust cover missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Event site telephone (B)(6) additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hanaulux 3004. It was stated the rear cover come off and the dust cover was missing. It was established the arms probably hit each other and parts fell out. There was no damage to the claws of the cover that come off, so the cover was reinstalled by technicians. We received the photographic evidence with dust cover missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. According to the information provided by getinge technician, the affected parts (ard367702900 & ard368128555) were reinstalled on the spring arm. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to missing covers and such scenario could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, over the last 5 years, there was no serious injury or worse reported. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the issues with missing or cracked cover with missing particles are occurring at a very low ratio. According to the subject matter expert at the manufacturing site, the incident with spring arm¿s cover is due to inappropriate use. To prevent such an issue from reoccurring, the manufacturer¿s recommendation is to follow the instructions from the operating manual concerning arm pre-positioning prior to use (IFU en 0132102 2g pages 14-17). Additionally, users are requested to pay attention to cracks in plastic parts (IFU en 0132102 2g page 22). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).